Event description:
It was reported that during a coronary drug eluting stenting procedure, stent damage occurred. The 75% stenosed target lesion was located in the non calcified and mildly tortuous distal left circumflex (lcx). It was very difficult to cross the lesion with a guidewire (runthrough) at first. After placing the guidewire, an unk balloon was introduced and pre-dilated the lesion. When it was attempted to cross the target lesion with the 2.75x24mm taxus express2 drug eluting stent, it was unable to cross the lesion. After an additional dilatation with an unk balloon, it was again attempted to cross the stent to the target lesion. However, it was unable to cross the lesion with several attempts. When the device was examined outside the pt, it was noted that the stent was deformed. The procedure was completed with another device. No pt injuries or complications were noted during the procedure. Pt's condition listed as "good".